Event description:
An artificial urinary sphincter was removed after approximately 9 months due to infection. It is unknown if the device caused or contributed to the infection. The device was sequestered and will be stored for potential future investigations.

Event description:
An artificial urinary sphincter was removed after approximately 9 months due to infection. It is unknown if the device caused or contributed to the infection. The device was sequestered and will be stored for potential future investigations.